Event description:
It was reported that a progav shuntsystem with control reservoir (#fv435-t) was implanted on (B)(6) 2026. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure on (B)(6) 2026.

Manufacturer narrative:
Visual inspection: during the investigation, visible deposits in the reservoir were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine visible deposits in the progav, the shuntassistant and the control reservoir. The deposits had no effect upon the specifications at the time of the investigation. The shuntsystem is operating within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. The investigation of the peritoneal catheter revealed no functional abnormalities or other defects. The product met all specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.